Event description:
The customer alleged that the unit was leaking cidex during a cycle. There were no reports of physical complaints related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill: capital equipment, evaluated at customer site. The fse reported the following: there was a fluid leak. The tank was leaking and the float malfunctioned. The fse replaced the tank. Results: tank replacement.